Event description:
It was reported that the patient was not getting pain relief. The patient underwent an ipg explant procedure. The explant device will not be returned as it was kept by the medical facility.